Event description:
The patient reported prior to activation, the cannula deployed early, which indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed early. The lot release records were reviewed, and the product lot met all acceptance criteria.